Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient therapy controller (ptc) would not power on. Troubleshooting was performed but the issue persisted. The ptc will be returned for evaluation.

Manufacturer narrative:
Device evaluation: the returned device was subjected to external and internal visual examinations, as well as, functional testing. The evaluation determined that a component was not connected properly. Based on the investigation, the reported event was confirmed. Internal complaint number: (B)(4).